Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was no pump error 38 but there was an unlocked motor flex connector. The motor was tested outside the device and passed. There was no pump error 25, low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump got a pump error. The customer¿s blood glucose was unknown. The customer also stated that they were not able to rewind the insulin pump. Troubleshooting was performed and noticed that they changed the battery but issue was not resolved. The insulin pump will be returned for analysis.